Event description:
It was reported by the patient that they experienced chest pains. The implantable pulse generator (ipg) was adjusted and the patient also felt "very sick. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.